Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right below knee artery. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 20 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right below knee artery. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 20 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink to the hypotube 26.7cm from the hub. Microscopic examination revealed a pinhole 2.2cm from the tip. No other issues were identified during the product analysis.